Event description:
Per the clinic, the patient experienced migration and facial nerve stimulation. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to reinsert the electrode. The implanted device remains.